Event description:
The customer reported that after injecting lidocaine, the needle was observed to be lost from the needle holder. Using a camera and light source to retrieve the needle, a CAPA is needed.

Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.